Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, two images and one video were provided. The oscar dilator and the oscar support catheter were returned separately. Inspection of the oscar dilator revealed no damage or irregularity besides a kink at the distal end of the metal shaft. The investigation of the returned oscar support catheter showed that the braided shaft has detached from the lock grip. The bond between the two components has failed. Microscopic inspection showed scratches on the inner surface of the braided shaft. The findings indicate that forces were applied to the oscar support catheter braided shaft which eventually caused a detachment. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. The tensile strength of the bond between braided shaft and lock grip is tested by means of manufacturing process output monitoring. Manufacturing process output monitoring did not reveal any violation of specifications or deviations from validated process parameters or process control cards that could be associated with the reported complaint/malfunction. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause for the reported event is most likely related to the handling during the procedure, i.e. Forceful pushing despite meeting resistance which is warned against in the IFU.

Event description:
An oscar peripheral multifunctional catheter system was selected for treatment of the posterior tibial artery. After multiple inflations, the support catheter got detached from the lock grip system. The oscar system was removed without any consequences.